Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a procedure, this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. It was noted the device was not in safety mode prior to the start of the procedure. During the procedure, the device was programmed to voo and left ventricular (lv) pacing only. However, lv loss of capture (loc) occurred. It was unclear if the non-programmable safety mode settings contributed to the loc on the lv channel. It was also noted this patient needed external pacing. This crt-p was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. This crt-p was returned for analysis. Additional information was received and it was reported that this crt-p exhibited loc for less than three seconds. This crt-p was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a procedure, this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. It was noted the device was not in safety mode prior to the start of the procedure. During the procedure, the device was programmed to voo and left ventricular (lv) pacing only. However, lv loss of capture (loc) occurred. It was unclear if the non-programmable safety mode settings contributed to the loc on the lv channel. It was also noted this patient needed external pacing. This crt-p was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. This crt-p was returned for analysis.